Event description:
A beckman coulter field service engineer (fse) identified an obstructed cuvette wash/vacuum probe when servicing a unicel dxc 600 synchron system at a customer's facility. The fse was initially dispatched to resolve an instrument level sense issue. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and replaced the cuvette wash/vacuum probe #2 to resolve the probe obstruction. The fse did not attribute the obstructed wash/vacuum probe to the level sense problem that the fse initially evaluated with this instrument. The fse was unable to identify what created the obstruction. Identified failure mode: the failure mode was determined to be an obstructed wash/vacuum probe (p/n 758493). There were no erroneous test results reported for this issue. An obstructed cuvette wash/vacuum probe can fail to sufficiently wash cuvettes leading to carrover and an impact to results. The failure can impact any or all cartridge chemistries, including critical chemistries. (B)(4).